Manufacturer narrative:
(B)(4). Additional information the device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with both generators and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a thyroidectomy procedure parts of pad peeled off. It could be removed. A new instrument was used then. No further information is available. One device will be returning

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.